Event description:
Vasc band placed as normal (inflated with 7cc air per vendor's instructions). Noticed blood oozing from radial site. A second vasc band was used and inflated to 10cc to achieve hemostasis.